Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Per the sales rep, "answers to your questions: they knew they were going to staple the vessel loop into place and went forward with the firing. It was removed when the cardiac doctor sutured the vessel. The stapler did not malfunction. An attending physician fired the device, but he was the assistant surgeon on this particular case. The surgeon who made the comment was the surgeon of record. I do not know if there was a change in the patient's post-op course. The patient is currently doing well and expected to recover."

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a vats lobectomy procedure, the surgeon who has used the device for years, stapled the pulmonary artery with an white cartridge and incorporated part of the vessel loop surrounding the vessel into the staple line. The hemostasis was acceptable at that point. The surgery continued and about an hour later excessive bleeding began. The patient was opened with a thoracotomy incision and a cardiac surgeon repaired the pulmonary artery successfully. The patient was opened and once the pulmonary artery bleeding was controlled the lobectomy was completed with the another device. The patient went from a vats incision to a large thoracotomy incision and received seven units of blood and two units of ffp.